Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# v137280, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# v119496, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension.

Event description:
The patient reported that "they want to kill something right now" as their healthcare provider (hcp) confirmed all test results from the "infectious" laboratory were negative, which meant the patient had no need to have "the ill fated operation." It was stated that several weeks ago there was swelling where the implant was under the skin, and after a while the clip in their skull began to swell. The chief neurosurgeon insisted that the entire implant be removed, which was thoroughly unacceptable to the patient, so they made an appointment to get a second opinion from a separate hcp. That night, the blisters broke open and wires "assundry parts of" them fell out. As a result they had to contradict their decision not to remove the implant, and when the pre-op surgery was taking place they began to notice a common element in all the procedures and blood tests which came back negative. The patient then indicated that they had been working out at the gym "like a madman ," and over several weeks began to notice an irritation centered over the implantable neurostimulator (ins). This was until one day when they saw the lump from the ins was swelling and turning red, with the same thing happening several days later to the "fixtures" that turn the cables 90* and head off to enter their brain. The hypothesis the patient formulated is that when they began to exercise more the ins rubbed under the skin and irritated them, which also occurred for the lead and extension. However, the patient noticed this too late and had the system explanted, noting that they have lost their implant which was keeping them sane. The patient is also looking forward to halloween as the staples and sutures in their head make them look like a respectable frankenstein's monster. Over the next couple of days following date notified a plan is going to be formulated to replace the implant, which may be difficult as there is a hole in the patient's chest "the size of a microwave oven." The patient argued that the neurosurgeon could have been "erring on the side of caution," but found that hard to forgive as they wake up at least 3 times per night in hellish pain. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was confirmed that the system was explanted on (B)(6) 2016 due to a chest wall infection with peripheral erythema caused by the deep brain stimulation (dbs) battery and leads. There was also a report of foul-smelling and abundant wound discharge of purulent nature for the last couple of days; the wires were visible in the wound as the patient's skin was very thin. The patient was admitted to the hospital multiple times in the past months for management of the progressing infection. The patient was treated with antibiotics and was initially responding to the treatment, however, further worsening of the infection caused the ins to become exposed on the left side. It was reported that the patient experienced redness and tenderness over the implantable neurostimulator (ins) site, drowsiness, uncomfortable rigidity/stiffness, bilateral bradykinetia, significant dyskinesia with abnormal movements on the left side, tremors, some dysemetria, shuffling gait, pain, and his speech was consistently disrupted for word-searching prior to the explant. During the explant procedure, it was noted that there was inflammation near the scalp electrode site. A culture was collected and an x-ray was taken during the procedure; the x-ray confirmed the entire system was removed. It was reported that the patient was doing well post-explant. The patient's concomitant medications included: bupivacaine, gentamicin inj, artificial tears, carbidopa / levodopa, citalopram hydrobromide, ketotifen, lamotrigine, minocycline hcl, ropinirole hcl, acetaminophen (tabs), aspirin, ibuprofen, and a multivitamin. The patient's medical history included: obstructive sleep apnea (osa), seizures, parkinson's disease, anxiety, fracture, obesity, tinnitus, ureteral calculi, cataracts, environmental allergies, a nos dental disorder, and gerd.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.